Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had fallen on multiple occasions. Over time the pt lost stimulation. An impedance check revealed invalid contacts. Reprogramming provided the pt with adequate coverage but stimulation was ineffective. As a result, the pt's lead was explanted and replaced. Effective stimulation was restored post-op.